Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker dislodged into the entrance of the coronary sinus after fixation. Loss of capture was noted as a result. The device was retrieved and the procedure abandoned. There were no patient consequences.